Event description:
Caller alleged discrepant results with the inratio meter compared to the lab at the emergency room (ER) for one pt. Results as follows: date: (B)(6) 2012; inratio inr: (1.8); ER lab inr: "immeasurably high". Pt was feeling ill and went to ER where the draw from ER was "immeasurably high".

Manufacturer narrative:
User did not provide specific lab testing result for direct comparison with provided inratio result. Lab result indicated as "immeasurably high". Insufficient info provided to determine conformance to established accuracy standards. Further comparative analysis is not possible, however further testing was pursued. No product associated with the complaint is expected for return. Root cause could not be determined from the info provided by the customer. In-house therapeutic donor testing with retain strips was performed with reported lot number 272418. Test results as follows: donor 1: inratio results: (1.9, 1.9, 1.9); ref: 1.83; bias threshold: (1.33 - 2.33); %cv: 0.00. Donor 2: inratio results: (1.8, 2.0, 2.1); ref: 2.02; bias threshold: (1.02 - 3.02); %cv: 7.77. All replicates for each donor are within the acceptable bias for accuracy. Both donors produced %cv less than 16%. Product performed as expected. No further investigation is necessary. As reviewed on (B)(6) 2012, (B)(4) discrepant result complaints were reported for lot 272418 yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the action thresholds monitored by quality assurance for corrective action ((B)(4)) no further action is required at this time. This issue will continue to be tracked and trended. No corrective action required at this time as no product deficiency was established.